Event description:
It was reported that the cartridge/wire wouldn't curl - came out straight. Tried another cartridge in device and it worked fine.

Manufacturer narrative:
The subject product was found to have the wire and the tube support is bent. No functional testing could be performed because wire cannot be deployed with a bent tube support. Therefore, complaint cannot be duplicated. Undetermined cause.